Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
Boston scientific received information that there was noise on the right atrial (ra) channel that was oversensed and led to inappropriate atrial tachy response (atr) episodes. The sensitivity was reprogrammed. Three months later the oversensing of noise continued and a lead fracture was suspected. A revision procedure was performed where the ra lead and pacemaker were explanted. No additional adverse patient effects were reported.